Event description:
It was reported that the patient underwent surgery with bilateral posterior dynamic rod fixation. Post-operative status was good. Beginning in 2008, the patient began experiencing lumbar pain and sciatica. X-rays taken in 2008, revealed damaged cables of both rods. Patient underwent a revision surgery the following month, to remove and replace the rods. No patient complications were reported.

Manufacturer narrative:
The device has not returned to medtronic for evaluation. A review of the device history records revealed no documentation to indicate a non-conformance to specification. Unable to determine cause of the event.